Manufacturer narrative:
On 24-feb-2017, the field service engineer (fse) conducted follow-up with the customer over-the-phone to address the reported event. The customer stated that he changed the filter and pressure returned to normal. The customer believes the filter may have been installed backwards. No further action was required by field service. The most probable cause of the reported event was due to improper installation of the filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, the customer reported high pressure with their g8 analyzer. Pump off pressure was reported to be zero. Technical support (ts) advised the customer to remove the filter tubing which increased the device pressure to 10.0 mpa. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.